Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence with concurrent total vaginal hysterectomy with cystocele and rectocele repair.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic pelvic relaxation. Patient had laparoscopic exam with enterolysis on (B)(6) 2005 for pelvic pain and adhesions. Patient had laparotomy with extensive enterolysis and bso on (B)(6) 2005 for pelvic pain and adhesions. Patient had laparoscopic exam, enterolysis and co2 laser vaporization of endometriosis on (B)(6) 2005 for pelvic pain, pelvic adhesions and endometriosis. It was reported that patient underwent laparotomy with extensive enterolysis and resection of endometrioma on (B)(6) 2006 for pelvic pain and residual endometriosis. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).